Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl (16.7 mmol/l) between 1 and 4 hours of wearing the pod. The reporter stated the cannula did not insert into their arm as the cannula was bent, and insulin was leaking out. A new pod was applied and treatment was resumed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.